Event description:
Pump declared an altitude alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer suspended insulin due to altitude alarm, but after clearing obstructions from speaker holes as instructed and following further guidance, insulin delivery was resumed. Pump resumed normal operation, and the customer received tips for preventing future altitude alarms.